Event description:
A medical services employee received a needle stick in the stomach when a needle allegedly protruded through the bottom of the sharps container. The employee received a tetanus shot.